Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg stopped communicating with external devices. The patient is currently in the hospital from an unrelated surgery and a manufacturer representative has not met with the patient to diagnose the issue at this time. Surgical intervention may take place at a later date to address the issue.